Event description:
N/a.

Manufacturer narrative:
Tw #: (B)(4). Corrected sections: b4, d9, g3, g6, h2, h3, h6, h11. It was reported that during a vessel harvesting procedure (radial artery and saphenous vein), that the vasoview hemopro 2 device timed out and performed intermittently. The cord, adaptor and power supply were inspected prior to use. A pre-test was performed and passed. There was intermittent indication of activation when the toggle was pulled back. Harvester completed left arm radial artery and whole right leg saphenous vein harvesting. Problem occurred during ligation phase when harvesting the left thigh. The power source beeped once then stopped working. Customer waiting 1¿2 minutes and then tried a second time with the same results then paused for 7¿8 minutes before trying again. During this time, harvester prepped previously harvested vessels. Upon returning the vh-4000, similar results occurred with a single beep then no noise or energy delivery. A second vh-4000 was opened to complete the evh without any further incidents. No patient injury reported. The device was returned to the factory for evaluation on 11/26/2025. An investigation was conducted on 12/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the heater wire. Charred tissue was observed on the base of the intact jaws. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No excessive smoke was observed during the testing. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. It is not possible to determine the root cause for the reported failure "electrical /electronic property problem¿ or even provide a probable cause since there were no non-conformities discovered for the reported device. A crf/CAPA/scar/ncmr review was conducted for the two-year period nov 2023 to oct 2025. There is no existing crf/CAPA/scar/ncmr for the reported failure "electrical/electronic property problem" and product ¿vasoview hemopro 2 ". The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required. No field actions initiated for the reported failure mode ¿electrical /electronic property problem". There were no consequences or impacts to the patient. The lot # 3000501929 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: ((B)(6) med ctr).

Event description:
It was reported that during a vessel harvesting procedure (radial artery and saphenous vein), that the vasoview hemopro 2 device timed out and performed intermittently. The cord, adaptor and power supply were inspected prior to use. A pre-test was performed and passed. There was intermittent indication of activation when the toggle was pulled back. Harvester completed left arm radial artery and whole right leg saphenous vein harvesting. Problem occurred during ligation phase when harvesting the left thigh. The power source beeped once then stopped working. Customer waiting 1¿2 minutes and then tried a second time with the same results then paused for 7¿8 minutes before trying again. During this time, harvester prepped previously harvested vessels. Upon returning the vh-4000, similar results occurred with a single beep then no noise or energy delivery. A second vh-4000 was opened to complete the evh without any further incidents. No patient injury reported.